Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection using a microscope at 12x magnification showed the lens was delivered in one piece and that the optic was torn. The lens condition is consistent with a lens that was explanted from the patient¿s eye. Due to the damaged condition of the return sample, no further product testing could be performed. The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. The production order was not produced under deviation. There were no process and / or material changes within the production order. All tests results showed a pass condition. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that an tecnis zlb00u0265 was explanted from the patient's left eye after they experienced unexpected post-operative refraction. There were no surgical complications and the patient has recovered.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.